Event description:
It was reported that the capture threshold and impedance on the right ventricular (rv) lead had increased. The low voltage pace/sense portion of the lead was capped leaving the high voltage coils in use and a new low voltage lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: imk49jb53 lead, implanted: (B)(6) 2001. (B)(4).